Event description:
It was reported that during a laparoscopic appendectomy procedure, while removing a typical appendix and mesoappendix through a twelve port incision, the tip of the pouch burst and the specimen fell back into the patient. Upon inspection, the surgeon found a one to two centimeter hole in the tip of the pouch. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to have a hole at bottom end. Please note that each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The following options are recommended in order to avoid this kind of issue: remove the instrument, specimen bag, and trocar together form the access site (do not pull the slip knot). Remove the instrument from the trocar, following by the specimen bag with the trocar. Remove the instrument, trocar and specimen bag separately from the access site. If the bag with the specimen cannot be removed through the access site, carefully enlarge the access site to facilitate easy bag removal. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was post-op care changed due to the appendix falling into the patient? If so please explain. No. No change in outcome or post-op care as a result.